Event description:
International customer reported that the reservoir is leaking on the top; one of the valves is leaking. Additional info was requested; no further info has been received.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the evaluation is not complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.